Event description:
During an endometrial ablation, the device was inserted, patient jumped, causing the device to stop working. Minerva machine displayed an error "002". Representative notified and assured there was no harm to patient. New device opened and used to complete procedure without further instances.